Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Mw5066905 states: I was implanted with the depuy pinnacle ultamet total hip replacement system on (B)(6) 2004 and I woke up on (B)(6) 2009 in excruciating pain and unable to stand, or walk. I was told by x-ray, that nothing was wrong with the implant for a total of five years by various orthopedic specialist until I had blood work independently drawn to reveal that the pain was coming from elevated chromium cobalt levels. Because I was uninsured, I was forced to go to another hospital emergency room (B)(6) where I received the same care(x-ray, pain medication and referral to an orthopedic specialist). I was insured on (B)(6) 2010, and went to on (B)(6) 2010 and received an x-ray, and hip injection and a prescription for pain medication and a referral to a spine specialist because dr. Said that my x-rays did not show anything wrong with my implant. I was referred to where I received spine injection from dr who strongly suggested two spine surgeries (of which I declined because I knew that I had a hip problem and not a back problem) between (B)(6) 2010 I was referred to between (B)(6)2010 and (B)(6)2014 until I had labs drawn (B)(6)2012 that showed elevated chromium and cobalts levels and again (B)(6)2014 until I had labs drawn (B)(6)2012 that showed elevated chromium and cobalt levels and again ( B)(6)2014 where dr. Revised my hip implant (B)(6)2014, but it left me in muscle pain from the revision and I have been in pain ever since. I did not have medical insurance but took a chance and went to on (B)(6)2009 where received x-ray and pain medication with a referral to see an orthopedic specialist(who do not see uninsured pts).